Event description:
It was reported that a patient is deceased and died on (B)(6) 2007; approximately one year post the implant ((B)(6) 2006) of an implantable pulse generator (ipg). The patient was a participant in the (B)(4) study and died "out of hospital"; therefore, no further information will be provided regarding the patient's death. The physician-investigator classified the cause of death as sudden cardiac arrest. The cause of death was reported as unknown if related to the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.